Event description:
It was reported by the customer, medivators/cantel advantage plus pass-thru automatic endoscope reprocessor (aer), would not get rid of growth on the evis exera iii colonovideoscope after multiple cultures. On (B)(6), 2021, the scope tested positive for thirty-four (34) colony forming units (cfus) of aquatic bacteria and one (1) cfu of enterobacter cloacae complex. On (B)(6), 2021, the scope tested positive for thirty (30) cfus of aquatic bacteria and two hundred (200) cfus of roseomonas species. On (B)(6), 2021, the scope tested positive for one hundred fifty (150) cfus of roseomonas species and fifty (50) cfus of aquatic bacteria. On (B)(6), 2021, the scope tested positive for twenty-six (26) cfus of roseomonas species and seven (7) cfus of aquatic bacteria. The scope was not used in between testing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The cleaning, disinfection, and sterilization of the scope was performed by the customer. Medivators/cantel advantage plus pass-thru was used as the automatic endoscope reprocessor (aer) along with along with intercept plus detergent and rapicide peracetic acid 20-degree disinfectant. Municipal water was connected to the various inlets of the machine. The machine did not undergo technical inspection since the sample was taken. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. The contact person/occupation of the reporter is unknown. A supplemental report will be submitted should additional information be made available.

Manufacturer narrative:
Product receipt date was 25oct2021. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted during the evaluation including a cracked light guide rod lens, the glue of the light guide cover glasses was porous, the distal end cap was damaged, and the glue of the bending section cover was porous and broken. However, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, growth of microorganisms could not be confirmed. The following 'warning' is included in the device's reprocessing manual: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.